Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 11sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receives device 8110 (s/n (B)(6) ), which fails the 127 mm verification test in preventive maintenance. Case resolution: customer receives device 8110 (s/n (B)(6) ), which fails the 127 mm verification test in calibration of system maintenance. Explained problematic issue to the sensor of the 8110-syringe module. Reviewed with customer the device is still under warranty. Customer agreed to send device in for warranty repair. Transfer customer to our service notification coordinator to assist with RMA request. End call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 11sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. CAPA reference #: n/a. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device 8110 s/n (B)(4), which fails the 127 mm verification test in preventive maintenance. Case resolution: customer receives device 8110 s/n (B)(4), which fails the 127 mm verification test in calibration of system maintenance. Explained problematic issue to the sensor of the 8110-syringe module. Reviewed with customer the device is still under warranty. Customer agreed to send device in for warranty repair. Transfer customer to our service notification coordinator to assist with RMA request. End call.